Event description:
The customer called for help with her contour ts meter. She performed control tests and received results of 294 and 299 mg/dl. The normal control range was 101-139 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.